Event description:
It was reported that the patient presented to the clinic after feeling palpitations and racing heart beats when rolled over at night or when active during the day. Noise was noted on the atrial lead. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone, consistent with friction to the device can.

Event description:
New information received indicated that the atrial lead was explanted and replaced. The patient was stable.